Event description:
An aq20003v model lens was damaged while it was being inserted. The lens touched the pt's eye but was not implanted. There was no pt injury. It is unknown if the lens or delivery system malfunctioned.